Manufacturer narrative:
D6: device returned with no lot identification. Endopath endoscopic articulating multifeed stapler: abcdefh)no conclusion could be reached as to why the reported inst. "Were dropping staples" during surgery. A)the inst. Was returned empty and no functional testing could be performed. The inst. Was cycled and was found to be within design specifications. Bcdefh)it was concluded that the insts. Were conforming with regard to staples feeding, firing and forming. The insts. Were examined and were found to be functional and were cycled, fired, and properly formed the remaining; b)4 staples c)9 staples d)17 staples e)8 staples f) staples; all without incident. Gi)it was concluded that the reported insts. "Were dropping staples" during surgery may have been due to a malformed holder. G)the inst. Fired and malformed 4 staples and it was concluded the staples had malformed due to the malformed folder, and this was due to a vendor error. I)the inst. Fired and properly formed the remaining staple. It was concluded that a malformed holder, due to a vendor error, may have caused the reported incident.

Event description:
It was reported the devices were used during an unknown procedure. It was reported by the affiliate that the devices were dropping staples. There was no pt consequence.